Event description:
The head of the screwdriver broke when the distal locking screw was tightened again. The piece was eventually removed from the pt, but there was a 20 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.